Event description:
It was reported that a user experienced hyperglycemia with a sensor reading of 217 mg/dl and a confirmatory fingerstick of 222 mg/dl after eating dinner, and noted the connector and cartridge area felt sticky; the user was guided to change supplies, after which insulin delivery resumed and a follow-up was planned to confirm declining glucose. Symptoms included elevated blood glucose. Outcomes included restoration of insulin delivery with troubleshooting and education completed, without alerts or alarms and without hospitalization. Investigation included customer interview and troubleshooting of infusion components. Investigation of this case revealed a suspected infusion or connection issue consistent with residue or leakage at the connector/cartridge area, resolved by replacing supplies and restoring delivery. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.